Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff observed arcing with a monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that arcing was observed while the surgeon was using the mcs instrument installed with the mcs tip cover accessory. However, there is no evidence that the reported issue caused or contributed to a patient injury.